Event description:
It was reported that approximately 26 months post implant of a bifurcated device and a suprarenal aortic extension, the patient had a computed tomography (CT) scan. The CT scan indicated the patient had an endoleak the physician corrected the endoleak by implanting another bifurcated device. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been determined inconclusive. The device was not returned for evaluation. Upon internal clinical assessment, twenty-six months post implant, there was evidence to support: a successful main body relining. There was no radiographical evidence of a type iiib endoleak. The final disposition of the patient could not be established due to lack of information, but it was reported that the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.